Manufacturer narrative:
H.6. Investigation: customer contacted bd support about false positive complaints. Bd remote support looked into the log files and found no issues with the machine. Discussing with r&d, the root cause was likely pointed to software. This is a known issue that can occur with units that have software versions before v6.4. This is a confirmed complaint. Newer software versions have a correction for this issue. No patients were improperly treated, so the severity rating is categorized as user inconvenience. No new risks or hazards were identified. Bd quality will continue to monitor for future failures. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: could you please have a look into the log-files and explain the reason for seq. # (B)(6)has flagged positive after 10 hours and 31 minutes. . At saturday 1st of may they had at least 6 false positive vials."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A confirmatory test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " could you please have a look into the log-files and explain the reason for seq. # (B)(6) has flagged positive after 10 hours and 31 minutes. . At saturday 1st of may they had at least 6 false positive vials."